Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that during the pump replacement procedure due to battery depletion, damage to the pump connecter of the catheter was noticed. There was no loss of therapy until then. No diagnostic tests or troubleshooting was performed. The catheter was partially explanted. The pump connector was replaced. The issue was resolved. The patient was with injury regarding their status at the time of the report. The explanted portion of the catheter was to be returned to the manufacturer. There were no known factors that may have led or contributed to the issue. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# / serial# unknown, explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was replaced due to normal battery depletion (elective replacement indicator). The model number, serial/lot number, and implant date of both the pump and catheter were unknown. The connector damage was due to difficulty disconnecting / upon disconnecting the catheter from the pump. The issue was resolved with no further problems and the patient was without injury. MDR decision corrected to not reportable. No additional supplementalreports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown explanted: (B)(6) 2024 product type catheter note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.